Event description:
Event description cpi received information that two bipolar leads were attempted implants. During a routine implant of an implantable pulse generator (ipg) the physician affixed the lead's helix to the atrial appendage. Measurements were found to be appropriate. After several minutes the lead was viewed on fluoro and found to have dislodged. The lead was removed but the helix was not attached to the lead. A second lead of the same model was implanted with same results. A third lead was implanted with success.